Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-feb-16. It was reported that the baclofen specimen was not sent for testing to a separate facility, and was instead returned to (B)(6). The patient was seen in the clinic on (B)(6) 2018 and no withdrawal, overdose, visual hallucinations, confusion, pruritus, lack of therapeutic effect, tachycardia, and hypotonia were observed. Posturing and contracted extremities were present as normal for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2018 information was received from (B)(6) therapeutics regarding a patient receiving lioresal (2000.0 mcg/ml at 1239.8 mcg/day) drug via an implanted pump. It was reported, on (B)(6) 2017, after starting the product the patient was hospitalized for increased spasms, posturing, itching, and hallucinations of "frogs climbing on him or lady bugs falling on him from the ceiling." On (B)(6) 2018, the patient experienced "persisting but intermittent" symptoms, also noted as withdrawal symptoms (clarified as increased spasticity, itching, posturing, loose, and spasms), and a lack of therapeutic effect with lioresal. On that same day, a hr (heart rate) of 112 and bp (blood pressure) of 119/67 were noted. On an unspecified date, the patient experienced overdose symptoms. The pump and pump tubing were evaluated ("fluoroed") and found to be functioning as intended. The medication was withdrawn from the reservoir and replaced with a new drug. On (B)(6) 2018, it was learned that the patient's medical history included strep cerebral palsy, severe spastic myelopathy, kidney stones, post-operative nausea and vomiting, raynaud's syndrome, seizures, quadriplegia, hernia repair, wisdom tooth extraction, orchiectomy (left); electrical stimulation for guidance in conjunction with chemo denervation; and allergies to benadryl (diphenhydramine hydrochloride) and dimetapp elixir (brompheniramine/pseudoephedrine). On (B)(6) 2017, the patient was seen for an itb (intrathecal baclofen) pump refill and botox injection. The patient reported some swelling in their elbow and was interested in botox to the biceps bilaterally and left wrist flexors. The patient's mother reported the patient needed a hospital bed and that the patient had a pressure sore to their right ischium. A review of systems was performed and revealed an unspecified gait disturbance, difficulty swallowing, psoriasis on their face, bowel incontinence (uses pull ups), and a decubitus sore on their right ischial area that was healing. A physical exam revealed tone of 2 out of 4 in the right biceps and 1 + to 2 out of 4 in the left biceps. The patient had tone of 2-3 out of 4 on the modified ashworth scale in the right flexor carpi ulnaris. At that time, their baclofen pump incision was healing well and there was a tiny amount of eschar on the incision line itself. There was evidence of bursitis over the left elbow. Their pressure sore was checked and an eschar measuring about three quarters of an inch by a quarter of an inch was noted on the ischial rim. This appeared to be a healing pressure sore but was unstageable because of the eschar. On that day, residual baclofen was removed from the pump and their pump was refilled. On (B)(6) 2017 (after the pump refill), the patient's treatment continued with baclofen 2000 ¿g/ml was not changed. The patient also received botox (onabotulinumtoxina) to both upper extremities. With stimulator guidance, the patient was given 150 units of botox in the right upper extremity and 50 units in the left upper extremity. The patient was also given 100 units in the right biceps, 50 units in the right flexor carpi ulnaris, and 50 units in the left biceps. A hospital bed with pressure overlay was ordered for the decubiti ulcer and the patient was directed to perform pressure release in their wheelchair every 15 minutes and to not sit up in the wheelchair more than 2-2.5 hours before taking a rest in bed. On (B)(6) 2017 (reported as last friday relative to (B)(6) 2017), the patient had itching on their back which resolved spontaneously. On (B)(6) 2017, the patient presented to the emergency room with a history of intermittent tremors and spontaneous jerky movements of the legs plus posturing of the wrists with hyperextension of the fingers. The patient was started on oral baclofen as their symptoms were believed to be resulting from a possible baclofen pump malfunction. The patient's pump was interrogated by a physician and the pump was found to be functioning normally. The physician suggested stopping the oral baclofen. The patient's symptoms resolved without recurrence of tremors or jerky movements even after stopping oral baclofen. Their heart rate was noted as 115 (peripheral) and 100 (monitored). Blood cultures were sent at the time of admission and remained negative. A physical examination was performed and revealed contracted extremities. The patient was admitted to the hospital for tremors in lower extremities/hyperextension of fingers and was observed overnight. On (B)(6) 2017, the patient received the discharge diagnosis of cerebral palsy and tremors and left the hospital with their mother. Discharge instructions included following up with their physician and to return to the emergency room if their symptoms return. On (B)(6) 2018, the patient was seen for follow-up and itb pump check. At that time, the patient had experienced persisting but intermittent symptoms (noted as starting in (B)(6) 2017). These were clarified as minimal symptoms in the morning but by the end of the day, the patient had more spasms, along with some jerking movements in their legs and posturing in their hands. At that time, their mother was concerned that the patient was having baclofen withdrawal. A review of systems was done, which noted constipation, urinary incontinence, a persistent rash, and a right ischium decubitus. Their heart rate at that time was 112. The patient had contractures at the knees, but their tone was not any worse than it had previously been. On (B)(6) 2018, the patient underwent a neurosurgery evaluation and a fluoro investigation was performed to make sure their tubing was not kinked. (Done as outpatient through the emergency room). The pump and pump tubing were evaluated and were functioning as intended. The pump side port was interrogated and initially a hint of what looked to be blood-tinged csf (cerebrospinal fluid) was seen but then clear cerebrospinal fluid flowed freely. The tubing was to have a total of 0.196 cc of volume and the physician was able to easily pull out about 10 cc which included 9 cc of cerebrospinal fluid. The pump reservoir volume was checked and confirmed at 40 cc after the pump refill. The physician and medtronic company representative felt the tubing was functional. After that testing, it was hypothesized that perhaps the patient had received a possible bad batch of baclofen and the medtronic company representative felt this was worth exploring. The patient was brought back to clinic to remove the baclofen in the pump and then refill it with a new baclofen kit. A specimen of the baclofen remaining in the pump was sent for evaluation and confirmation of its concentration (not further specified). With that (B)(6) 2018 visit, a culture and wbc (white blood count) of the residual fluid removed from the pump were performed with no results provided. With that appointment, the patient received the assessment of encephalopathy symptoms and the treatment plan was for clinical follow-up with a possible referral to a specialist who works with baclofen pump management. As of (B)(6) 2018, the patient's treatment continued with baclofen 2000 mg/ml at 1239.8 mg/day, per simple continuous mode. The patient was to return on (B)(6) 2018 for their next pump refill. No additional information was provided.